Manufacturer narrative:
Date sent: 02/06/2009. Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the clips would not hold after placing. No clip fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.